Event description:
Same case as MDR ID: 2134265-2013-02899;2134265-2013-02901. It was reported that during a coronary intervention, a pullback failure occurred. During the procedure, the mdu was unable to perform autopullback. When the physician tried to do manual pullback, the physician felt that it was difficult.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).